Event description:
The customer reported that the system displayed low ma and generator failed errors along with smoke and a burning smell. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. It was discovered that the batteries were depleted, corroded and verified that the odor was coming from the batteries. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.